Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir leaked. The reporter indicated that the patient was prepared to inject 192ml of fluorouracil into the intravenous micropump and it was found that the liquid flowed out of the liquid box and the liquid storage bag had chronic leakage estimated about 10ml. No adverse effects were reported.